Manufacturer narrative:
Corrected information provided in g.3. Correction: supplemental medical device report (smdr) # 1 is being filed to correct the g.3 date on the initial MDR. On initial MDR the g.3. Date should have been 19-aug-2024 instead of 24-sep-2024. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Correction: on initial MDR the method code should have been b22 instead of b14 the manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional via study reported that after an glaucoma filtration device implantation procedure, patient had visual field defect progression. Bleb revision with ologen and mitomycin c was performed. As per investigator the issue was reported to be related to device and not related to the test procedure.